Manufacturer narrative:
According to the p.I. (Principal investigator) who performed this procedure, this event was not related to the use of the fetoscope and a certain percentage of deaths, including intrauterine fetal death, is anticipated for ttts.